Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's trainer reported via phone call that the customer's blood glucose was high. The customer reported that the sugar has been staying in the range of 400mg/dl since starting the insulin pump and sensor. The customer had not been able to calibrate. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.